Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were contacted emergency medical services due to low blood glucose level with blood glucose was 40 mg/dl. Customer experienced blood glucose level of 50, 250, 91, 300, 83, 60, 71, 91, 79 mg/dl. Customer had symptoms such as not feeling well, dizzy, confused and sweating. Not feeling well, dizzy, confused and sweating. Customer was treated with carbs. Customer had 40 mg/dl and they had intravenous and started come up. Customer stated that the insulin dripping or squirting from end of set before connecting at their site. Customer was alleging insulin pump for under delivering due to low blood glucose level. Customer was dispatched in the emergency medical services in the past on (B)(6) 2018 due to car accident and had low blood glucose level. Hospitalization was due to spinal fusion. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the device. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.